Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, fluoroscopic examination revealed the helix was stretched. It was considered that the tip of the helix contacted the tip of the catheter and was stretched when the site for placement was changed and a slight resistance was felt when retrieving the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.